Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings. On investigation, a battery compartment crack was found at the case seal below the grip pad. Rust/corrosion was evident inside the compartment. A leak test did not detect any leak and no evidence of moisture intrusion was found inside the pump. The bolus button cover was found to be partially lifted while the button responded properly. No other defects were found. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and there was evidence of moisture intrusion inside the compartment. This report is made based on the results of investigation completed on (B)(6) 2015.